Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient reported insufficient hearing sensations with the device over the last months.

Manufacturer narrative:
According to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. Despite requested no further information has been received. This is a final report.

Event description:
The recipient reported insufficient hearing sensations with the device over (B)(6) 2018. There is no accident or trauma reported. Further discussions were scheduled to be held with the clinic. Despite additional information being requested none has been received.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Furthermore, according to the device explantation report two electrode contacts were found out of cochlea. A full insertion of the active electrode is reported during implantation surgery. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient reported insufficient hearing sensations with the device beginning in (B)(6)2018. There is no accident or trauma reported. The recipient has been re-implanted. During explantation, 2 electrodes were found to out of cochlea, according to the device explantation report.